Manufacturer narrative:
User/physician indicated this event was not as a result of the use of the boomerang device. Additional information (2/22/07) - user facility contacted cardiva medical on 2/22/2007 to indicate that they wanted it noted on the MDR that the patient expiring was completely non related to the boomerang device and the surgical procedure which took place using the boomerang device.

Event description:
Patient underwent procedure with successful boomerang placement. Upon transport of patient to post op area, patient's belly apron dislodged boomerang. Dwell time was approximately 20 minutes. Pseudoaneurysm was noted, neck size 0.3 cm, (1.5cm x 0.9cm) in the right groin area, also hematoma. Difficult to compress. Patient discharged in 2006, returned early a.m. Of the following day in shock. Transfusion given (4 units). Pseudoaneurysm size upon return - 1.7 cm x 1.2 cm (neck size 5 mm). Patient had acute renal and liver failure. Patient had cardiac arrest/code blue six days later, expired the next day.